Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during an attempted implant, the physician experienced difficulty operating the lead. The lead was removed and replaced with a new lead successfully. No patient complications have been reported as a result of this event.